Event description:
A customer reported that their pump's touchscreen was cracked or shattered. No information was provided about the impact on the customer's blood glucose level. The device did not start even after charging with different cables, showing no signs of activity. A replacement pump with a new serial number was issued to the customer. No information was provided regarding customer's backup insulin therapy while awaiting the new pump.